Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The ventricular intrinsic preference (vip) of the implantable cardioverter defibrillator (ICD) was noted to be shortened causing fast pacing intervals inducing ventricular fibrillation (vf) in the patient. The vf was terminated with a shock. No changes were reported. The patient was in stable condition.